Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and constant beeping due to vertical cracks on the lcd controller. Unable to perform all the functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank flashing white light on the display and constant beeping. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a blank screen on the insulin pump. Customer stated that the alarm was sounding but there was no obvious physical damage reported. Customer had taken the battery out twice and left it out for more than 2 hours. Customer stated that the screen was still blank and the alarm occurs when a new battery is reinserted into the pump. Customer tried troubleshooting but there was no improvement. Customer now uses an insulin pen but did not have a good blood glucose reading this morning. A replacement pump will be sent to the hospital.